Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms on (B)(6) 2020 with the flow reaching 0 lpm at points according to the system controller. The pump running icon flicked between on and off. The vad coordinator asked the patient to exchange the controller for the backup controller. The patient reported feeling dizzy during the exchange but reported no other symptoms prior to the alarms or after the exchange. The system controller was exchanged by the patient. The patient went to the clinic to get their blood taken and for log files to be extracted. An echo was done and the results were fine and showed almost no difference from the last time the patient was in clinic. Log file showed the flow returned back to normal (around 4 lpm) after the controller exchange and no further alarms were observed after the exchange. There was also dl (driveline) disconnected, power disconnected, and no external power alarms all occurring after 10:30pm on 29jun2020. The cause of these alarms were not identified but was reported as potentially due to the patient changing over to the new backup battery. Prior to this event the patient had reported to clinic (B)(6) 2020 with sub therapeutic inr (international normalized ratio) values (1.8/1.9) and was treated with extra warfarin. The patient also had some trauma at the driveline site and a 'kink' in the driveline caused by using one holster as opposed to two, the vad coordinator said that the driveline did not appear damaged other than the kink.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump running leds flickering was not confirmed. The returned system controller was functionally tested and found to operate as intended. Throughout testing multiple alarms were induced and although dim the pump running leds remained constantly illuminated. The log file contained approximately three and a half hours of relevant data (29jun2020 20:04 ¿ 23:36 per timestamp). There were no notable alarms active in the log file that indicate an issue with the controller. A root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial# (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.